Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during a revision/removal of hardware procedure, the ball ended driver was broken, and no fragments remained in the patient. Additionally, a screw became stuck on the another driver and on the counter-torque instrument. No treatment or additional surgery was performed as a result of this event. No patient complications have been reported as a result of this event. The type of procedure involved during the event was t10-p removal procedure. The ball end of the driver broke off in the screw. It was removed and is no longer in patient. The initial surgery had happened, and patient had an infection and hardware was removed. Original surgery was in louisville, and no other information about the first surgery was available.